Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission indicated that the pacemaker and the right ventricular (rv) lead exhibited noise oversensing resulting in false high ventricular rate (hvr) episode. Isometrics test was suggested; no changes or intervention were reported. There were no patient consequences.